Manufacturer narrative:
A steris service technician inspected the unit and found that personnel at the user facility had reassembled the drain line improperly during prior service activity causing water to leak. The technician repositioned the drain line and confirmed the unit to be operational.

Event description:
The user facility reported that water was leaking from the drain line of the sterilizer. No injuries or procedural delays/cancellations were reported.